Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, on aviva system 1, 199 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.